Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second perclose a-t device was attempted with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12337-04, lot# 87014-6h, is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.